Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:investigation revealed a blank display screen due to moisture found inside the pump. A new display screen was inserted and the display screen was found to be functioning and illuminated to normal contrast. The pump was found to power on with the audible and vibratory feature functioning properly. Unrelated to the complaint, the audio bolus button cover was missing and was leaking during a leak test. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.